Event description:
(B)(4) is the initial importer of the device which is a rollator. Our claims associate is awaiting photos of the device, census data regarding the end-user and medical records from the legal team who notified drive of the incident. The end-user was using the device in his home when he sat down on the seat of the rollator. The front right wheel reportedly collapsed causing the end-user to fall and fracture his left hip. He was also diagnosed with left femoral neck fracture. He required left hip hemiarthroplasty to address the fracture.